Event description:
It was reported that the maxzero leaked at connection to the 3ml syringe during medication administration. Although requested, no further event details will be provided by the customer.

Manufacturer narrative:
Product grid revised- suspect changed from cad nfv to mz1000-07. Additional information added to: d1,d2,d4,g5. Section b.3 requested but not provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the maxzero leaked at connection to the 3ml syringe during medication administration.